Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that the insulin pump screen was flashing. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and customer reported that display was flashing. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional tests including displacement and self tests due to the display anomaly.